Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: infected scoliosis correction with pseudo arthrosis, for re-instrumentation and fusion, severe spinal deformity status post anterior and posterior spinal fusion with development of infection and failure of fusion, patient is status post multiple incision and debridement and wash out procedures and now is felt to be free of infection and ready for re-instrumentation. Patient underwent the following procedures: debridement of posterior spine wound, with biopsies and culturing. Re-instrumentation, t5 to iliac crest with placement of iliac bolt. Posterolateral fusion, t5 to s1 with local autograft, bmp and demineralized bone matrix, posterior spinal fusion, t5-l4, l5 and s1. Extension of fusion to ilium/pelvis bilaterally. Segmental instrumentation from t5 to s1, instrumentation from spine to ilium. Use of screw system for posterior spinal fusion and iliac screw fixation. Use of local autograft bone for posterior spinal fusion. Correction of spinal deformity, partial t5 to s1. Use of bmp for posterior spinal fusion. Use of demineralized bone matrix for posterior spinal fusion. As per op-notes,".. Patient's own auto graft bone was used to enhance bone paste. The bone paste was pushed gently on top of "dbm" rhbmp-2 and then underneath rods, over all of the bleeding bone areas. Bony surfaces from t5 to s1 were thoroughly decorticated and wounds were again irrigated. Bony surfaces were then decorticated with combination of osteotome, bmp as well as demineralized bone matrix and local bone obtained during procedure were all placed into posterolateral and supralaminar space up and down the spine from t5 to s1 to obtain posterior fusion..." On (B)(6) 2007: patient presented with following pre-op diagnosis: failure of pelvic instrumentation left side. Patient underwent the following procedure: reinsertion of pelvic fixation on left side plus reconnection to scoliosis rods. On (B)(6) 2007: patient presented with following pre-op diagnosis: disengagement of transverse connective bar for scoliosis instrumentation. Patient underwent the following procedures: paramedian incision on left side, removal of transverse connective bars from ilium to left side of scoliosis rod. Replacement of transverse connectives with pelvic set connectors, enhancement of connectors with bone cement and cabling. Allograft bone grafting, l5-s1 on let side. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.